Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use with a bd micro-fine¿+ pro pen needle the cover would not detach. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient wanted to detach the pen needle within the day, and the pharmacy staff brought the patient a remover, with which the pen needle could be detached.

Event description:
It was reported that during use with a bd micro-fine¿+ pro pen needle the cover would not detach. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient wanted to detach the pen needle within the day, and the pharmacy staff brought the patient a remover, with which the pen needle could be detached.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.